Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing. Due to this, the device delivered inappropriate shocks in multiple episodes. Further analysis of the system is to be performed. This system remains in service. No adverse patient effects were reported.